Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported by a service tech that the handpiece began leaking an oily substance during routine testing of the equipment. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.